Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm that discovered the issue replaced the drive manifold and the iabp passed all functional and safety test to factory specifications and the iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
During a routine check by a getinge service territory manager (stm), it was found that the cs300 intra- aortic balloon pump (iabp) failed the k6, k6a, k7, k8 leak test. There was no patient involvement, thus no adverse event was reported.